Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming reports and CAPA review. No trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the issue was not due to the implant's function or any defect. The surgeon attributed the lack of function to pain caused by inflation of the device which was oversized initially. The oversized implant eventually created a situation where the device appeared to be at risk for eroding through the distal corpora. Another inflatable penile prosthesis was implanted.